Manufacturer narrative:
Investigation included customer interview and device use review. Investigation of this case revealed a reported leak associated with the cartridge component. It was concluded that the event involved a suspected cartridge leak; no patient harm occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that during a supply change, the user observed insulin leaking from the pump after delivering approximately 160 units while pressing to see drops and suspected a faulty cartridge; tubing appeared intact, and the user returned the pump to rewind to replace the cartridge without assistance. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and no hospitalization.